Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited an incomplete display. Also, forceps connector had a leakage. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flow rate display incomplete was due to front panel light-emitting diode (led) failure, and gas leakage was caused by a faulty forceps connector unit. However, a definitive root cause for the events could not be determined. Olympus will continue to monitor field performance for this device.